Manufacturer narrative:
H6 - device problem code: 1494 - off-label use, acd<3.0mm, under 21 yrs of age at date of implant claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted obliquely a 12.6mm vticmo12.6, -11.0/1.5/052 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced horizontally with a same length, similar power (sphere/cylinder/axis) lens due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).